Event description:
Patient presented to the physician with inflammation of a pre-existing temporomandibular joint (tmj) disorder and headaches that began after the implant procedure physician prescribed headache medication and medication for the tmj.